Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure to implant a cardioverter defibrillator (d232/295308), while programming the device with the right ventricular lead (0673/166500), the touchscreen of this latitude programmer froze twice within an hour. The only solution was to turn the programmer off and on again. Further troubleshooting was performed by rotating the screen, but this did not resolve the issue. The programmer was turned off and back on again. The procedure continued and the related devices were successfully implanted with no adverse patient effects reported. This latitude programmer remains at the hospital.